Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed via remote transmission. The device was reprogrammed. Patient condition was fine.

Manufacturer narrative:
(B)(4).